Manufacturer narrative:
Covidien reference # : (B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that device jaws could not be re-opened after tissue had been cut with the device. There was no patient injury.